Event description:
Complainant alleged that while attempting to monitor a 58-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The multi-function cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.